Event description:
It was reported that during a da vinci-assisted surgical procedure, a permanent cautery hook instrument cautery was not working. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the permanent cautery hook instrument to perform failure analysis. The instrument was placed on the in-house system. The instrument passed the recognition and engagement tests. The instrument was connected to an in-house energy generator. The instrument failed the energy delivery test. No damage found on conductor wires. The instrument was transferred to the failure analysis engineering (fae) team. The instrument was tested for continuity and failed. The instrument was disassembled and the conductor wire break was isolated to the distal end. Upon disassembly, the conductor wire was found to be broken inside the yaw pulley at the crimp. Thermal damage was observed on the distal yaw pulley, near the crimp location. Thermal damage is typically attributed to the user. The probable root cause of the broken conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Additionally, conductor wire management issues can result in damage to the wire itself, crimp, and insulation. This issue can be resolved by using an alternate instrument to complete the procedure. .